Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was dislodged post tether mode and migrated to the hepatic vessel. The lp was retrieved and implanted. There were no patient consequences.